Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'does not detect closed door' was not reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch which was not functioning as intended. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect closed door. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.